Event description:
It was reported that during an ileocecal resection procedure, the device did not staple completely. It was completed by additional suture. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.